Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection with sepsis. Reportedly, vegetation was found and patient also had symptoms of infection prior to the explant. Furthermore, the cause of system infection was unknown, and the vegetation was not found to be permanently attached to the leads. The patient was treated with intravenous antibiotics. A revision was performed and the lv lead was explanted. No additional adverse patient effects were reported.